Event description:
It was reported that tandem charging supplies began getting hot. There was no reported impact to the customer¿s blood glucose level. The customer service team planned to return and replace the malfunctioning charging supplies through the RMA process.